Manufacturer narrative:
The device history report (DHR) has been reviewed and no issues or discrepancies were found that could potentially relate to this complaint. The DHR show that the product was assembled and inspected according to our specifications. No corrective actions can be implanted at this time. Physical sample is necessary to conduct a proper investigation. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause. The manufacturer will continue to monitor and trend relating complaints.

Event description:
The event is reported as: alleged issue reported: leakage was noted at the connection to the pt tube. Issue was reported during pt use. No pt injury reported. Pt current condition is fine. Additional information was requested.